Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged post-operatively, and prior to patient's discharge. The lead was allegedly repositioned the following day. The patient stated that they continued to feel poorly following discharge from the hospital, and their subsequent device checks indicated "everything was fine with the pacemaker and leads". The patient experienced symptoms of dizziness and dyspnea and so was referred to a different physician for possible lead revision. The ra lead was reported to be located in the right ventricle (rv). During the lead revision procedure, the physician attempted to remove the ra lead, however removal was abandoned due to lead tension when traction was applied. The lead was capped and abandoned and considered unusable for atrial pacing due to anatomical position. A new ra was implanted and remains in use. No further patient complications have been reported as a result of this event.